Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-33, lot# va0421um implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the manufacturer representative was not being able to adjust stimulation and the patient programmer display showed a ¿call your doctor¿ icon. The patient saw the doctor icon, but didn¿t know what code. Today with the clinician programmer the implantable neurostimulator (ins) had lost its programming and the patient programmer was no longer bonded with the ins. The manufacturer representative wasn¿t sure of the clinician programmer screens, but they received some type of error message when they first interrogated the ins with the clinician programmer. All programming was gone, so the manufacturer representative reprogrammed the ins and rebonded the patient programmer. The patient was feeling stimulation fine again. The patient had not had any electromagnetic interference (emi) exposures. The patient associated the loss of programming with being programmed 2 months ago. It was reviewed that it was unlikely since the loss of programming occurred recently.